Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings:a review of the black box showed that rebooting had occurred. Visual inspection found no damage to the battery compartment or battery cap; the battery cap secured properly to the pump and maintained power. The pump was exercised for 24 hours with no power interruptions occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the following: the display screen was found to be discolored. The display was replaced with a test display, and the contrast returned to normal with no signs of discoloration. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the verify screen has been coming up at random over the past few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.